Event description:
It was reported the patient fell 3 days ago while riding his bike and had not been feeling well since. Withdrawal was reported. The patient was vomiting and had a headache and felt achy like the flu/withdrawal like. The patient also felt pain in their legs. The patient was not sure if the pain was from the fall or if it was from not getting medication. The patient had a scab on their knee and elbow and after a shower, they noticed bruising around the pump. The patient fell on his knee, elbow and tummy. The pump contained dilaudid, bupivacaine, fentanyl and clonidine. The patient was not sure if they heard an alarm. They heard a beep, but thought it was from the air conditioner. It was further reported there was a change in therapy effect. The patient was currently in the ER for the previously reported symptoms. They felt like the pump was not working. Currently, there were no alarms heard from the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).